Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had fiber optic issue. Not getting correct blood pressure. Patient involved, no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10, h6 (medical device problem code). A getinge field service engineer evaluated the unit for the reported condition. The customer indicated incorrect bp readings on the fiber optic system. During inspection, the device successfully passed the fiber optic test as well as all functional tests. The unit was connected to a trainer and simulator, and correct bp readings were confirmed. The device was further tested using a test balloon with bp as the trigger; however, the reported issue could not be reproduced. No parts were replaced during this service activity. The device passed all performance and safety tests in accordance with factory specifications. The reported problem was not verified, and the unit was returned to service.

Event description:
N/a